Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# j11210r05, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of morphine at 8.85 mg/day and an unknown concentration of marcaine at 3.245 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient was prescribed a personal therapy manager to use with the pump therapy. The was able to a 0.833 mg morphine and 0.305 mg marcaine per bolus. It was reported that the patient started having issues in (B)(6) 2016. The patient noticed a lump near the catheter site. The patient had the pump refilled the week of (B)(6) and pointed the lump out to the physician assistant, who was pretty sure there was crystallization in the catheter. The health care provider was able to clear it out and the patient felt the lump on the catheter dropping down and coiling in the soft tissue. Since (B)(6) 2016, the patient was in agony. The patient increased how often she used her personal therapy manager. The patient had a catheter dye study on (B)(6) 2016. The patient's pain was at a 9-10. It was noted that there was nothing to worry about. Based on the dye study, the pump and catheter were fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.